Manufacturer narrative:
On 23-oct-2020, the investigation on the suspected medical device was completed. It was found that product return was omitted on the previous report. On 12-oct-2020, the suspected medical device was returned for evaluation. The relevant fields have been updated. Investigation summary: during visual evaluation of the device, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 250cc mentor memorygel breast implant prosthesis and experienced postoperative left-sided grade iii capsular contracture. The patient had a consultation with a healthcare professional, and the diagnosis was confirmed via physical examination. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.

Manufacturer narrative:
On 23-sep-2020, mentor received additional information regarding the patient's symptoms, revision surgery and replacement devices. The patient experienced bilateral capsular contracture (right grade unknown). The patient underwent bilateral removal and replacement with a 300cc mentor memorygel breast implant (left catalog #: 3503001bc, left serial #: (B)(6)) and a 375cc mentor memorygel breast implant (right catalog #: 3503751bc, right serial #: (B)(6)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the revision surgery. The patient underwent removal and replacement with an unspecified mentor gel breast implant. Manufacturer's reference number:(B)(4).